Event description:
It was reported that using another co's long sheath, the bmw guide wire was inserted into the right side and advanced over the horn to the left side of the pt through a total occlusion of the sfa. An attempt was made to advance the guide wire further distal, but the guide wire was not responding and the distal end appeared to have separated. Since a long sheath was being used, the proximal end of the separated portion was still inside the sheath. Another co's guide wire was inserted parallel to the bmw guide wire, and a balloon catheter was advanced and inflated, trapping the separated piece in the sheath. All devices were then removed from the pt. No pt effects were reported.